Event description:
It was reported to philips that the wireless footswitch was not working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned procedure was performed when the issue happened, and procedure was completed by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed wireless footswitch was not working. Upon troubleshooting fse found the wireless does not work. When the pedal was pressed it does not trigger x-rays. To resolve the issue, fse replaced the wireless footswitch. After replacing the wireless footswitch, system returned to good working condition. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue is resolved by using the wired footswitch. The device has no issue, procedure was completed as planned. This event would not be reportable. The codes were updated based on the investigation outcome.